Manufacturer narrative:
(B)(6). The code was removed to facilitate timely regulatory report submission, and solely as a temporary workaround to a validation issue for MFR name, city, state. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.